Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. The blood glucose was 91mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was flush. Assisted the caller to run the displacement and self test and they passed. The mother called and stated that the customer was running higher than normal and was receiving no delivery alarms. The mother did not feel comfortable with the device and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.